Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via healthcare provider who was receiving unknown baclofen (unk mcg/ml at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) stated patient came to hospital reporting increased muscle spasms that had been going on for about a week. The hcp stated that the patient thought their pump was not working. The hcp stated that the patient denied any recent refill, dosage decrease or pump alarming. The manufacturer's technical services specialist (tss) transferred the hcp to the national answering service to get a manufacturer representative to interrogate logs.